Event description:
(B)(4). During my period I began passing blood clots the size of golf balls. Within weeks of implantation ((B)(6) 2013) my hair began to fall out by the hand fulls, I have muscle twitches, hip/ joint pain, migraines and headaches. My emotions fly from one end of the spectrum to another with no warning. I get sharp stabbing pains in my abdominal area on a regular basis.